Event description:
Customer reportedly obtained results of 258mg/dl, 78mg/dl, and 73mg/dl on the compact plus system within 10 minutes. Customer removed her insulin pump in response to the result of 58mg/dl. No further action was taken. No adverse event reported. Requested return of suspect system and replacement was sent.